Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device was received with cracked display window corners, belt clip slot, and scratched lcd window.

Event description:
It was reported that the customer's insulin pump alarmed and was stuck in the prime loop. No further information was provided.